Manufacturer narrative:
Conclusion: the device was shipped to the manufacturer; however, the device was never received. Several attempts were made to track the device shipping information without success; therefore, it was determined that the device could not be located. No further information is available and the manufacturer is closing its file.

Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the physician noted that the catheter had a crack and was leaking. The physician decided that mechanical thrombectomy was not necessary and continued using lytic agent instead.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.